Event description:
It was reported that during an ablation procedure to treat atrial fibrillation (af), a faradrive steerable sheath clear was selected for use. Over the course of the case, it was noted that fluid was dripping out the back end of the valve. The original sheath was used to complete the procedure without patient complications. The device is expected to be returned for analysis. It was further reported that the package for the sheath had been discarded therefore, the lot number information is not available for this sheath. It was further reported that there were no abnormalities noted during device preparation of this sheath. There was no damage to the luer and the leak was coming from the hemostatic valve. The leak had a slow drip, and no air was noted. The sheath was received for analysis and investigation is still ongoing.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation (af), a faradrive steerable sheath clear was selected for use. Over the course of the case, it was noted that fluid was dripping out the back end of the valve. The original sheath was used to complete the procedure without patient complications. The device is expected to be returned for analysis. It was further reported that the package for the sheath had been discarded therefore, the lot number information is not available for this sheath. It was further reported that there were no abnormalities noted during device preparation of this sheath. There was no damage to the luer and the leak was coming from the hemostatic valve. The leak had a slow drip, and no air was noted. The sheath was received for analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the internal and external valves. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the internal and external valves.